Event description:
It was reported that during a follow up this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Subsequently, a replacement procedure was performed. This crt-p was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.